Event description:
The patient presented with a hunt and hess grade ii to iii subarachnoid hemorrhage (sah) and a CT scan revealed a ruptured partially calcified anterior communicating artery (aca) aneurysm. The aneurysm was treated with coil embolization with no thromboembolic complications or compromise of the parent vessel observed. The aneurysm was 90% occluded with some residual interstitial filling in the calcified posterior portion of the aneurysm at the neck. The physician had been unable to access this region due to the "unfavorable geometry". The patient's neurological status was at baseline post procedure. Four days post procedure, the patient complained of a new headache and a CT scan revealed a new frontal right parenchymal hematoma though to be due to rebleeding from the neck of the aneurysm. Angiography revealed that the patient had a mild, bordering moderate vasospasm of the right a1 aca and a mild right-to-left shift of the aca arteries due to the right frontal parenchyma hematoma. The residual portion of the aneurysm was accessed and three coils were placed resulting in the complete occlusion of the aneurysm. The patient was 15mg of verapamil to treat the vasospasm. There were no consequences to the patient due to this second procedure. The patient's hospital course was further complicated by a urinary tract infection and an episode of transient syncope. Thirteen days post procedure, the patient was discharged to a rehabilitation center to continue physical and occupational therapies following the sah.

Manufacturer narrative:
Other for no allegation of product malfunction of non conformance contributing to the reported event. Device manufacture date: unk.